Event description:
Upon receipt of the recall packet the customer notified the firm they had a delaminated mattress.

Manufacturer narrative:
This mattress has not been inspected and the lot number has not been documented yet due to the mattress not being returned. The firm will be switching out mattresses at the facility on (B)(4) 2014. This problem has been assigned to CAPA #(B)(4), and a follow-up report will be submitted upon completion of the corrective action.